Event description:
Reporter indicated that a vns pt was interrogated and found to be set to 0ma output current and 0ma magnet mode output current. Attempts for programming history and further information are in progress.